Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient did not remember any readings from cgm and was having stomachache and throwing up the night of the event until she lost her consciousness. Her daughter called an ambulance and she was brought the hospital. She stated that her daughter was told by the hospital that her bg meter readings was 900 mg/dl when they checked it that night. There was no cgm readings at that time since the sensor was reportedly removed when they arrived in the ER. The patient reportedly gained her consciousness the next day, (B)(6) 2024. Treatment of hyperglycemia and length of stay were not documented; however, hospitalization is assumed given the detail of not regaining consciousness until the following day. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.